Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. The issue was found during a procedure. There were no reports of patient harm. No further information was provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was advised to clean the connectors with 70% iso alcohol once the procedure was completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.